Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a prime anomaly. Customer stated she went to rewind it, when she hit rewind, it started to go but she had to hit rewind again. Customer stated that she had to do that three times before she had to go back. Customer also stated that it did start and stop when she hit rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.